Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited an increase in impedance from about 500 ohms to greater than 2000 ohms. In addition, the lead experienced a polarity switch from bipolar to unipolar. The lead currently remains in use. No patient complications have been reported as a result of this event.